Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was difficult to remove from the pen. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the difficulty to detach the pen needle from the pen with the outer cover. According to the user's report, upon recapping, the outer cover was so tight that it was hard to detach the pen needle from the pen.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was difficult to remove from the pen. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the difficulty to detach the pen needle from the pen with the outer cover. According to the user's report, upon recapping, the outer cover was so tight that it was hard to detach the pen needle from the pen.